Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 53-275 (mg/dl). Customer treated the low bg levels by consuming juice and a meal, and subsequently, experienced elevated bg levels. Customer believes they over corrected and indicated that a correction bolus was administered to treat elevated bg levels. Recommendation was made to consult with health care provider to discuss pump settings and diabetes management.